Event description:
Silicone implants - 1974. Approx 1 year, suspected rupture right breast. Caps contracture g2. About 1991 breast implants replaced with textured saline, it was found both silicone silent ruptures. Caps contracture g3. Implants removed by (B)(6) about in 2008. About 2016 I noticed caps contracture and worsening asymmetry. Capsule ruptured material 2 months ago. Right breast is almost double the size now and (B)(6) and (B)(6) medical does not want to cover a breast surgeon or evaluation saying it's a cosmetic implant issue, however implants out in 2008. There are 2 lumps besides swelling. MRI showed no cancer, they said looks like I still have implants. You guys need to have an info site for health care providers about warning signs of bia-alcl and recommendations. If I am having problems and an unable to get checked out, I imagine thousands of other women are also.